Event description:
Per the clinic, the patient experienced redness, swelling, soreness and pain around implant site and was subsequently treated with topical antibiotics (specific date and duration not reported). The implanted device remains.